Event description:
The customer experienced fast flow during patient use. Device contained 1575mg morphine and normal saline for a total fill volume of 252ml. No report of patient injury or medical intervention.